Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd alaris pump infusion set tubing bubbled. The following information was provided by the initial reporter with the verbatim: we had another event where the tubing bubbled. This has been maybe our 3rd event in a year, which isn't terrible but it is strange. Additional information received on (B)(6) 2023. 1. Has this incident directly involved with patient or user? Yes, this product was on a patient when the bubbling occurred. 2. What was the patient/user outcome? Tubing was exchanged, no patient harm. 3. Was there any adverse event or serious injury being reported? No. 4. What type of procedure was being performed during the incident? 5. Was the procedure completed as planned? Yes.